Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage testing was performed and passed. Pairing with nordic bluetooth device passed. No cloud/share data was available for review. Bin file was reviewed and passed; no transmitter error was found. Confirmation of the complaint was not confirmed via product. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for evaluation. The reported failed transmitter error could not be confirmed. A root cause could not be determined.